Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: to date the lens remains implanted. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that during the 1-day post-operative examination, the intraocular lens (iol) was observed to have rotated 12-15 degrees. The iol remains implanted and no intervention has been planned or performed. No additional information was received. Pre-operative visual acuity: 20/40 with contrast of 20/70. Post-operative visual acuity: 20/40 at 1 day. No additional information was received.